Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplement report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion occurred. Customer¿s blood glucose level was 228 mg/dl. Reportedly, customer continued using pump for insulin therapy.